Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer (bb supervisor) reporting 2 events of false negative results to cell# 2 to the 0.8% resolve panel a lot# vra302 from 2 different patients which all confirmed to have anti-jka. Issue started on: (B)(6) 2018. Frequency: x2. Cell (donor #) affected: cell#2. Methodology used: provue. Incubation time (for manual test only): 15min. Pattern observed: weak/negative reactions to cell# 2 error code: none. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: same. Method used to repeat: provue. Customer indicated the panel was received on (B)(6) 2018 and 1st put into use on the (B)(6). Both patients in question were tested on different days and all confirmed to have low titer anti-jka antibodies based on all other homozygous cells to the listed 0.8% panel a and their alternative 0.8% panel b, exhibiting strong 1+ reactions, whereas the cell# 2 in question to the panel a is negative. Described testing performed on the provue. No repeat testing performed by manual gel. All red cells and gel cards have all been confirmed to have normal appearance and have been stored according to their package insert indications. No qc performed on the 0.8% panel a in question. No antigen typing performed by the customer to the cell# 2 in question. No incorrect or erroneous results reported as a result of this reported concern. Customer adds that the observation has been seen with different sets of the 0.8% panel a lot# vra302 and is not isolated to 1 set. Tsc confirmed no visible defects noted to any of the cell#2 used in testing, including hemolysis. Tsc discussed the possibility of the low titer antibodies and different phenotypes to reagent red cells may result in false negative results. Anti-jka may be complement dependent but other heterozygous donors do show 1+ reactivity. Customer requesting an investigation into the double dose expression to the cell#2 on the panel for the jka antigen. Tsc advised the customer that the concern would be further investigated. Customer requesting no additional feedback unless the investigation determines a concern with the jka typing of the cell#2 in question.